Event description:
It was reported that customer experienced ongoing intermittent low blood glucose (bg) levels of 29-45 mg/dl. Low bg cause was not known. Customer consumed carbohydrates, suspended insulin, and administered "shot" to address bg. Customer declined troubleshooting with tandem technical support and declined to provide further information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.